Manufacturer narrative:
Device 1 of 1. Common device name: tape and bandage adhesive. Procode: kgx (B)(6). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the product "leaks, doesn't stick and disintegrates-not fit for purpose". Multiple attempts to obtain additional information regarding the term disintegration. Attempted to obtain lot information, unable to obtain. No photographs received depicting the reported complaint issue.